Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/4/2017 - phone, 8/4/2017 - email, 8/10/2017 - email. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent microswitch was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient injury.